Event description:
It was reported that a (B)(6) male patient underwent a atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered 2:1 av heart block requiring temporary pacing. In a avnrt ablation procedure, when ablation was to be conducted in the slow pathway with the smart touch sf catheter, but ablation was conducted in the fast pathway by mistake, resulting in atrioventricular block of 2:1. The event occurred during ablation in slow pathway. After the procedure, the physician commented that temporary pacer was inserted to the patient, and he/she is under observation. If symptoms do not improve, a pacemaker should be considered. Physician's decision on adverse event is non-serious (moderate/minimal). No abnormalities were observed before or during the use of the product. Additional information was received on 12-nov-2021 indicating the patient has not recovered at present but is under follow-up on an outpatient basis because of heart rate (hr) of 40 -50 and no subjective symptom. There is no further information about the hospitalization.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30609926l number, and no non-conformances related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
On 23-nov-2021, biosense webster inc. Received additional information about the patient and the event. It was reported the patient was a 43-year-old-male. This adverse event discovered was during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure related. During ablation of slow pathway with the thermocool® smart touch® sf bi-directional navigation catheter, the fast pathway was accidentally ablated, resulting in 2: 1 av block. The medical intervention provided was temporally pacing. The patient outcome of the adverse event is improved. At present, the patient has not completely recovered, but the heart rate was 40-50, and there were no subjective symptoms, so the patient is continuing to be followed up on an outpatient basis. It was not reported extended hospitalization was required. A pacemaker was not inserted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). It was noticed the manufactured date was inadvertently omitted from the 3500a initial medwatch report. Therefore, field h4. Device manufacture date has now been populated.